Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Blood was observed on the shaft seal of the lead. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted visual inspection found a tiny cut on the overlay tubing through the multi-lumen, and that allows blood entered in lead on the distal conductor. The blood appeared along the distal conductor length through the fixation site on the driveshaft. It is likely that the extrinsic insulation breach that was observed during analysis occurred at implant procedure, and that allows blood ingress in lead. According to the analysis finding, the reported, and time length of the implant, helix test was performed. The helix did not extend due to dried blood in the distal conductor and driveshaft prevents torque transfer to the helix when the df-4 pin is rotated. This indicated the helix might not properly affixed, the lead tip may become loose in the right ventricle, which may cause high impedance, and insulation breach found could cause low impedance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high/undefined rv coil impedances. The lead was explanted and replaced. During the replacement procedure, an unidentified issue with the lead was noted. No patient complications have been reported as a result of this event.